Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept at the hospital and was not returned to the manufacturer. Additional information including x-rays and medical records was requested, but not made available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pre-op: patient pain in knee. Outcome: poly exchange."